Event description:
Maquet cardiovascular received a per from the (B)(4) distributor for a (B)(6) customer stating, "the hospital reported that during a coronary artery bypass procedure, four heartstring seals failed to unfold during use. A replacement heartstring seal was used to complete the procedure. No patient complications were reported by the hospital." This report is for the fourth seal.

Manufacturer narrative:
After the procedure, the hospital discarded the product. A lot history record review was completed for the product and there was no nonconformance associated with the lot number. (B)(4).